Manufacturer narrative:
Results: power cord run over by bed.

Event description:
It was reported by service report that the bed power cord is frayed. No patient involvement or adverse consequences are reported.